Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is still ongoing, a final report will be submitted upon completion. 17 april 2023: technical investigation concluded: r&d concludes that the rear housing has too little glue to keep housing and receiver parts adhered together, thereby causing the rear housing and receiver to separate. A device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: case involves part receiver has broken apart when being replaced in clinic. The receiver did not fall apart in the patient's ear. The hearing care provider was changing the receiver and it fell apart in their hands. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assesment concluded: the risk is a known risk and is deemed acceptable. Manufacturer's investigation is final. This is a final report.

Event description:
On (B)(6) 2023, when a clinican was changing receiver of patient, the receiver fell apart in their hands. No medical intervention or harm was reported.no further information expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is still ongoing, a final report will be submitted upon completion.

Event description:
On (B)(6) 2023, when a clinician was changing receiver of patient, the receiver fell apart in their hands. No medical intervention or harm was reported. No further information expected.